Event description:
It was reported that the pump battery could not be charged. Additionally, the customers tandem-provided usb charging cable was damaged. There was no reported adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the battery issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.